Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements and increasing pacing threshold measurements. No noise was noted. Boston scientific technical services (ts) discussed that review of device history in latitude showed varying impedance measurements. Ts discussed options, including replacing the non-boston scientific lead due to the simultaneous increase in impedance and threshold measurements. Ts also discussed that, if the plan is to monitor the lead, the patient should be followed on latitude and an alert indicating non-physiologic signals should be programmed on. The representative noted that they would discuss this with the physician and that the lead would likely be explanted. A revision procedure was performed. Upon opening the pocket, a tug test was performed on the rate/sense pin of the right ventricular (rv) lead and it pulled out of the header. The lead was checked with a pacing systems analyzer and all measurements were within normal limits. The pin was reinserted into the header and measurements were rechecked and found to be within normal limits. The pocket was closed. No additional adverse patient effects were reported. This device remains in service.